Manufacturer narrative:
It was reported that the pumps have been thrown away. The lot number has been received, at this time the device history records (DHR) review are in progress. There are no results available as no evaluation was performed. At this time the investigation is ongoing, a follow-up report will be filed once the investigation has been completed. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, of other analysis as appropriate.

Event description:
Drug/diluent: unk; fill volume: unk; fixed flow rate: 5ml/hr; procedure: unk. {please reference MDR's (B)(4) (2026095-2014-00008), and (B)(4) (2026095-2014-00009)} reporter has reported a total of 3 pumps that have emptied out sooner than expected. Add'l MDR's mentioned above. Pump 3: pt states that eclipse completed infusion 6 hours early (infused over 40 hours vs 46 hours). Eclipse was mixed at approximately 9am the day pump was connected early afternoon. Pt was counseled about where to store eclipse during the infusion period to make sure that it is not under blankets at nighttime. No adverse event of medical intervention reported. Per the product/vendor quality report, it is noted that a medwatch was filled out. I-flow is unaware if the reporter sent the form to FDA. It was reported that the pumps were thrown away. An e-mail was received by the facility mentioning that they were instructed not to fill out the forms (manufacturer questionaire forms) that were sent to the facility, and only fill out their medwatch. Note: in the details of issue the description explains an eclipse pump. The reported lot number and model number belongs to a c-series pump.